Manufacturer narrative:
No product was returned for evaluation. Should new relevant device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no impact to the customer's blood glucose level. In addition, it was confirmed that the pump was not being used with insulin, and for demonstration purposes only.